Manufacturer narrative:
Additional information, regarding the patient's visual acuity and manifest refraction was obtained by rxsight. Sections b5 and b6 were updated. The returned device was evaluated and no device issues were found. Section h6 codes were updated. Manufacturer reference #: (B)(4).

Event description:
A site reported, to rxsight. That a patient's light adjustable lens (lal, sn#: (B)(6) +17.5d) was explanted from the left eye (os). And a new light adjustable lens+ (lal+, sn#: (B)(6) +18.0d) was implanted as a replacement, due to reduced uncorrected distance vision with -1.75 manifest refraction (mr). Following two light treatments on the new lal+. Uncorrected distance visual acuity (ucdva) was 20/40, with a mr of -0.75.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +17.5d) was explanted from the left eye (os) and a new light adjustable lens+ (lal+, sn (B)(6), +18.0d) was implanted as a replacement due to difficulty neuro-adapting. Rxsight's first awareness of this event was on (B)(6) 2024.